Event description:
While doing a shoulder arthroscopy with a bankart repair, the metal tip broke off of the end of a suture lasso and was in the pt's soft tissue. The surgeon elected to extend an arthroscopic port incision to retrieve the metal tip. The tip was retrieved and x-ray confirmed that no foreign body was present. Incision was closed without further incident and discharged home. FDA safety report ID# (B)(4).